Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2408-56, serial: (B)(6), batch: 7076875, upn: m365sc2408560, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had an impedance. The patient underwent and scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.